Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called to report that during set-up, integrated electrosurgical unit (iesu) or erbe showed error m-12 which automatically cleared, and surgery started (see (B)(6)). While troubleshooting the issue, the system was power cycled after which the error occurred (caller did not know which one) and they got an option to disable the universal surgical manipulator (usm) which was done (tse confirmed this in logs). Since the surgery could not continue with three usms, the surgeon decided to convert surgery to laparoscopic after which the customer called technical support. Surgery finished during the call and tse guided the customer to perform a power cycle including hard power cycle and emergency power off (epo) on the patient side cart (psc). The system started normally. Tse asked the customer to check usm, and the customer stated that usm felt slightly stiffer in rotational movement (suj distal) compared to others. Other staff checked and they did not notice this, but the customer was concerned about this difference. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was able to continue with the same ports with no change. The patient tolerated the remainder of the procedure well and no injury to patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set-up joint (dsuj) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the dsuj. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The distal setup joint (dsuj) was returned for failure analysis, and the reported problem was confirmed but not replicated. In system logs, the errors were found to be pointing to the integrated electrosurgical unit (iesu) or erbe. Upon visual inspection, no issues were found that would be related to the reported event. The brake gap was checked and found to be within specification. The unit was installed onto a golden system where no errors were triggered and performed as expected. The unit was then installed onto patient side cart fixture test platform (pftp) where it passed all tests. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.